Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter caused an infection, which the patient experienced each time the catheters were substituted. It was noted that the patient had been using the product for more than 90 days. It was unknown what medical intervention was provided for infection.

Event description:
It was reported that the intermittent catheter caused an infection, which the patient experienced each time the catheters were substituted. It was noted that the patient had been using the product for more than 90 days. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode for this is event would be " biocompatibility issues " and a potential root cause for this failure could be, " unsuitable material ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications :the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. Warnings :to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.